Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the third-party service center, error codes related to o2 were observed in the error log. Evt_obm_valve_failure means the o2 proportional valve that controls the flow of o2 to the blower inlet is mechanically stuck closed or open. Evt_o2_flow_stuck means the o2 flow communication ceased and the sensor is reporting the same value. The oxygen blending module (obm) assembly and obm harness were replaced to address the issues. Additionally, during the evaluation of the device at the third-party service center, non-reportable error codes were observed in the error log. Evt_o2_pressure_railed_low means the o2 pressure sensor railed to maximum negative value but therapy and oxygen delivery will continue to be delivered. The oxygen blending module (obm) assembly and obm harness were replaced to address the issue. Evt_voltage_3vs3_fail means the 3.3v supply rail exceeded or dropped below threshold due to component tolerance/drift. Evt_voltage_5vs2_fail means the 5v supply rail exceeded or dropped below threshold due to component tolerance/drift. The system board was replaced to address the issues. Also, the front panel was found to be cracked, so it was replaced. Device tested and all testing passed.